Event description:
It was reported that bd luer-lok¿ syringe sterile, single use was missing label information. This was discovered before use. The following information was provided by the initial reporter: material no: 309646 batch no: 3211441 it was reported that syringe packages are missing the expiration date. Description: packages of syringes do not contain a expiration date, I have a picture of one package. It's not printed at all.

Manufacturer narrative:
H.6. Investigation summary: one photo and one sealed packaged 5ml syringe, confirmed to be from batch #3211441 (B)(4) were received. The sample was visually evaluated. No defects were observed with the packaging and labeling of the package. This batch was manufactured in 2013 prior to UDI requirements of printing batch and expiration on individual packages. The batch was in compliance with labeling requirements at the time of manufacture. UDI was implemented at the end of calendar year 2016. Please note the product has 5 year expiration window. Batch 3211441 expired in 2018. H3 other text : see section h.10.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe sterile, single use was missing label information. This was discovered before use. The following information was provided by the initial reporter: material no: 309646, batch no: 3211441. It was reported that syringe packages are missing the expiration date. Description: packages of syringes do not contain a expiration date, I have a picture of one package. It's not printed at all.